Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned closure top was evaluated. The hex of the closure top was confirmed to be deformed. It is possible that the driver was stripped or that a greater torque was applied during the final tightening due to an out-of-calibration torque handle, leading to the damaged hex. Information regarding the torque handle was not provided. A definitive root cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the inner hexagon of the closure top stripped during the final torqueing step of the procedure. There was a delay greater than 30 minutes to remove the closure top and replace with an alternate. There were no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the inner hexagon of the closure top stripped during the final torquing step of the procedure. There was a delay greater than 30 minutes to remove the closure top and replace with an alternate. There were no additional patient impacts reported.